Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left circumflex. The lesion was pre-dilated with an unspecified 2.0x10mm balloon at 10 atmospheres (atm). A 3.0x18mm xience xpedition was deployed at 10 atm and after post dilatation with a 3.0x10mm non-compliant balloon at 20 atms a distal edge dissection was noted. Another xience xpedition was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.